Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 12, 2024.